Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the blade/screw guide sleeve for the trochanteric fixation nail advanced (tfna) did not pass through the aiming arm very easily. The device was possibly bent. It was confirmed that the device did not work with a different aiming arm, post-surgery. There was no surgical delay. Procedure outcome is unknown. There was no patient consequence. Concomitant devices reported: guides/sleeves/aiming: aiming arm (part number unknown, lot unknown, quantity 1). This report involves 1 blade/screw guide sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part number: 03.037.017, lot number: 9641077, manufacturing site: bettlach, release to warehouse date: september 9, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot #: 9641077) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was deformed near the distal end. The device is also missing the red line marking, the missing epoxy was investigated under and does not require any additional investigation for this defect. There were scratches and nicks on the device but has no impact on the functionality of the device. No other issues were identified with the returned device. Device failure/ defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. The external diameter of the distal end of the device was measured to be 13.44 mm (ca215p). This is within the specification of 13.4 mm +/-0.5 mm. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed protection/guide sleeve. Complaint confirmed? Yes, the device was bent at the distal end. Investigation conclusion: the complaint condition was confirmed for the blade/screw guide sleeve (p/n: 03.037.017, lot #: 9641077). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential root cause could be due to unintended forces applied to the device. The missing epoxy was investigated. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.